Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, the device was used on a patient and patient incurred a pneumothorax during the procedure. As a result, chest tube was placed on patient in pacu and the patient was admitted. The patient was discharged two (2) days later. The physician stated going into the procedure there was a higher risk for pneumothorax due to lesion location (lower lobe on diaphragm) and feature of the nodule (bleb on both proximal and distal portion).